Event description:
Info received indicates the bed has no articulation functions.

Manufacturer narrative:
The tech found the molex connection on the left siderail would not stay connected. He replaced the siderail circuit board to repair the bed.